Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial foream vessel. A symmetry balloon catheter was advanced for dilation. During first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.